Manufacturer narrative:
At the time of this report no device was returned for evaluation, and subsequently the issue cannot be confirmed. If the suspect device returns a supplemental report will be issued to provide the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using the ti single-use blades, the image would flicker. No delay in the procedure. No use of a back-up device was reported. No harm to patient or user was reported.